Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in oct 2017. The cause of the peritonitis was due to a breach in aseptic technique; further described as ¿aseptic technique was not followed by the patient while handling manual connections¿ (no further detail). On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). On an unknown date, the peritonitis was resolved and the patient was recovered. It was not reported if extraneal and physioneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. Homechoice, extraneal, physioneal 40 1.36% and physioneal 40 2.27%. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.